Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. Additional information will be provided if available.

Event description:
The customer reported during maintenance of the device, error e231 occurred involving an olympus flex deflectable videoscope. There was no patient involvement reported.